Manufacturer narrative:
The root cause could not be clarified; the returned info does not match with the passed retain sample tests of the same batch ic00674. The fact that the retain sample tests pass the specifications and the failure pattern was not reproducible it is most likely that the cement has set up, but not in the in the IFU reported time. This will be caused by an usage during a lower product temperature as 18c (64, 4f) or by the usage with contact with non-tested tissues (dura mater). Another possible root cause could be that another liquid was mixed by the cement (i.e., saline) to get the cement more runny. This is not allowed and addressed in the IFU.

Event description:
The hydroset would not set. There were no complications to the pt, they used another box and it worked fine. Procedure was a mvd (micro vascular decompression), no mesh was used. Bowl was used and temp was 68 degrees.